Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by the hospital contact that the complaint cashmere ((B)(4)/c33042) did not detach and prematurely detached in the microcatheter during withdrawal. First of all, the physician implanted a vrd22mm (details unknown) after inserted an sl10 microcatheter (details unknown). Then attempted to implant the complaint cashmere for frame, with adjusting various times because of warped aneurysm, however it could not be detached. Then, he tried to detach again and again with moving the wire of coil but it could not at all. Therefore, he replaced the complaint enpower cable with another enpower cable, and tried to detach but it could not be detached. Thus, when he started withdrawing the coil, it was detached at the point of 1cm from the target site in the microcatheter. After that, it was inserted again and could be implanted to the target site successfully. The procedure was successfully completed without a further issue. Due to the event the procedure was delayed for 20 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained product will be delivered for analysis. No further information is available. The procedure was the coil embolization of ic paraclinoid an. An enpower (lot unknown) were used for this procedure. It is unknown if a pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. Torqueing of the dpu was not required during positioning of the coil in the aneurysm. The product # and lot # for the two cables were ((b)((B)(4)/p10211) and ((B)(4)/p10196). However, it was unable to be confirmed which was the first cable used and which was the second cable used in the procedure.

Manufacturer narrative:
It was reported by the hospital contact that the complaint cashmere (crc14040830/c33042) did not detach and prematurely detached in the microcatheter during withdrawal. First of all, the physician implanted a vrd22mm (details unknown) after inserted an sl10 microcatheter (details unknown). Then attempted to implant the complaint cashmere for frame, with adjusting various times because of warped aneurysm, however it could not be detached. Then, he tried to detach again and again with moving the wire of coil but it could not at all. Therefore, he replaced the complaint enpower cable with another enpower cable, and tried to detach but it could not be detached. Thus, when he started withdrawing the coil, it was detached at the point of 1cm from the target site in the microcatheter. After that, it was inserted again and could be implanted to the target site successfully. The procedure was successfully completed without a further issue. Due to the event the procedure was delayed for 20 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained product will be delivered for analysis. No further information is available. The procedure was the coil embolization of ic paraclinoid an. An enpower (lot unknown) were used for this procedure. It is unknown if a pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. Torqueing of the dpu was not required during positioning of the coil in the aneurysm. The product # and lot # for the two cables were (ecb00018200/p10211) and (ecb00018200/p10196). However, it was unable to be confirmed which was the first cable used and which was the second cable used in the procedure.the device positioning unit (dpu) passed electrical testing with resistance at 50.8 (range 48.5/56.0) and the enpower systems ready light illuminated. The detachment fiber was found to be partially melted. No manufacturing defects were found. The exact root cause of the detachment difficulty and the unintended detachment of the coil cannot be determined, however the coil or suture most likely was temporarily anchored on the partially melted detachment fiber and then separated during the retraction movement performed to remove the coil during which time the detached coil was pushed back inside the target site. A secondary contributing factor may have occurred if the detachment fiber lost its fiber tension and moved off direct contact with the heating surface producing a possible partial melting of the detachment fiber. The root cause cannot be determined to the possible loss of fiber tension if it did occur. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.